Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00216 on (B)(6) 2023. Corrected information (B)(6) 2023): upon further clarification, it was determined that no discordant results were obtained when the samples were tested on the atellica im analyzer. A customer service engineer (cse) was dispatched to the customer and replaced the pump. Sections b5, the medical device problem code and the component code in section h6 were updated to reflect the corrected information. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
The customer reported that due to out-of-range quality controls on an atellica im 1600 analyzer, the customer repeated patient samples on an alternate atellica im analyzer and no erroneous results were obtained. The customer did not provide patient data. There are no known reports of patient interventions or adverse health consequences due to this incident.

Manufacturer narrative:
An outside of the united states (ous) customer communicated the following to a siemens regional support employee during a follow up visit: when quality controls recovered out-of-range on the atellica im 1600 analyzer on (B)(6) 2023, they reran patient samples on an alternate atellica im module and obtained different results. No further information was provided. This MDR is being filed in an abundance of caution as the customer did not provide patient data. The sampling module was replaced. The cause of the different results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that due to out-of-range quality controls on an atellica im 1600 analyzer, the customer repeated patient samples on an alternate atellica im instrument and obtained different results. No further information was provided at the time of filing this report. The customer did not provide patient data. There are no known reports of patient interventions or adverse health consequences due to this incident.